Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there was suboptimal medical documentation and there were no imaging studies available for this review. Product use that might have been incongruent with the IFU, and contributed to this event included: high-grade stenosis distal right common iliac artery, over several centimeters ending in occlusion at the level of the distal external iliac artery; and, the left common iliac artery diameter greater than 2.3 cm (2.6). The patient's medical history of peripheral vascular disease, and the ongoing, symptomatic iliofemoral obstructive disease at the time of implant might have contributed to this event. Of note, the patient was on antiplatelet (asa) therapy. Two months post implant, there was no flow issues reported on the CT scan. Five months post implant, the patient was readmitted with a non-patent aortic graft. The secondary procedure of an axillo-bi-femoral bypass was substantiated. Their hospital course over the next month was initiated by the substantiated occluded graft which resulted in embolic disease of the left leg, and ischemic bowel, and ended in multiple organ failure. The patient underwent ten separate invasive procedures to address the complication of an ischemic bowel, emboli of the left leg, renal failure, sepsis, and respiratory failure. When the patient's family withdrew care, the patient expired that very day from "sepsis related to ischemic colon from a thrombosed aortic stent graft". A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the investigation results the root cause of the reported experience, based on the clinical review, appears to be off-label use of the device. The patient had high-grade stenosis in the distal right common iliac artery, over several centimeters, ending in occlusion at the level of the distal external iliac artery, and the left common iliac artery diameter was greater than 2.3 cm (2.6). The patient's medical history of peripheral vascular disease, and the ongoing, symptomatic iliofemoral obstructive disease, at the time of implant, might have contributed to this complaint. No device related issue was identified during the investigation.

Event description:
Additional information: during the clinical assessment it was noted the patient expired on (B)(6) 2014.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 5 months post implant of a bifurcated device and a suprarenal aortic extension the patient presented emergently and was symptomatic with a cold leg. A computed tomography scan was performed and the graft was identified as being thrombosed. The physician elected to perform an axillary bi femoral artery bypass. It was reported the patient was doing well.